Manufacturer narrative:
(B)(4) catheter detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. Additionally, the catheter is slightly kinked. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the device successfully passed through the endoscope, the physician attempted to extend the snare loop but failed. The handle of the device was inspected and they found the plastic sheath detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the device successfully passed through the endoscope, the physician attempted to extend the snare loop but failed. The handle of the device was inspected and they found the plastic sheath detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.